Event description:
It was reported that the fiber cap detached inside the pt at 284,861 joules into the case. The cap was retrieved. The method of cap retrieval was not reported. The procedure was completed with a second fiber. The pt outcome was reported as "okay."